Event description:
Bii; my implants were put in. They are silicone, she did not do a lyft and cause them to rip away from the capsule internal there leaking through my body. FDA safety report ID # (B)(4).